Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestyle meter. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury, or mistreatment associated with this event.